Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® adapter with luer adapter there was an issue with separation/breaking of device. It was stated ¿the nurse used the bd vacutainer system to obtain bloods, after bloods taken (she was) not able to remove bd vacutainer multiple sample luer lock, it was stuck. When the nurse tried to remove luer lock the end snapped off.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage of the luer adapter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As per the instructions for use, bd recommends that a bd vacutainer® luer-lok¿ access device should have been used in this application. A luer adapter is not recommended for connection to indwelling catheters/ports. Based on evaluation of the customer photos, the customer¿s indicated failure mode for breakage of the luer adapter with the incident lot was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.